Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to loose/protruded drive support disk. Motor passed motor test. No motor position encoder error alarm on alarm history screen. Device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 412 mg/dl. The customer treated his blood glucose level with a bolus. Customer kept receiving motor error alarms while trying to prime. The insulin pump also alarmed motor position encoder error. The customer received 7 motor error alarms after receiving the motor position encoder error alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.